Manufacturer narrative:
Radiometer investigations of the provided measurements showed that a failure could not be confirmed by examination of the data available for investigation. Hence, the abl800 flex analyzer analyzer had worked as intended and no failure was identified. Therefore, this incident does not meet the criteria for a reportable MDR.

Event description:
Radiometer reference number (B)(4). According to complaint, the customer reported different results in measuring chlorides between abl800 flex analyzer (serial number (B)(6)) and beckman coulter au. The comparison results provided include 4 different samples and are considerably higher for abl800 flex analyzer.